Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the 300 mg/dl range all day. Their last blood glucose reading was 458 mg/dl. The customer's blood glucose was 390 mg/dl at the time of call and went down to 290 mg/dl at the end of call. The patient treated via manual insulin injection and insulin pump bolus. During troubleshooting, no insulin pump or infusion set anomalies were noted. However, the high pressure test was not performed. The customer was advised to change the entire infusion set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned for analysis.